Manufacturer narrative:
The pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was attempted to be reached, but a voice mail was left. The customer's blood glucose level was reported to be 22mg/dl. No further information or assistance provided.